Event description:
There is no pt report available. The incident date is unk. The fire department returned this defibrillator to the equipment service facility with a verbal report that there was a pt involved and the unit did not shock. An als crew took over pt care. Director of the fire department/ems medical equipment unit, tried to obtain the required information from the fire department but doesn't believe there is any additional information. It is an on-going battle with the fire department to get it.

Manufacturer narrative:
The returned defibrillator was tested using a known good power source and proper operation for patient treatment was verified. This testing verified the unit's rhythm detection circuit and ability to treat a rhythm. The returned mcm did not contain incident information. One of the 2 returned batteries, laerdal expired lot 970702, delivered at least 15 360j shocks before prompting "battery low". The non-laerdal battery, no lot #, delivered 2 shocks before prompting "battery low" and would not pass the battery capacity test defined in the hs3000 operating instructions.